Event description:
Two 3cc vanish point syringes: rn unable to draw up fluid or air. One 1cc vanish point tb syringe; no calibration on syringe barrel; totally blank. No adverse effects to pts/employees.